Manufacturer narrative:
Assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.

Manufacturer narrative:
The reported events of inability to interrogate, no pacing output, and premature battery depletion were confirmed. As received, the device had no telemetry communication and no output. Visual inspection of the header attachment area detected a bonding anomaly. A device hermeticity breach was observed, consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing and battery was found in normal range. Hybrid circuitry was tested, resulting in elevated current drain, consistent with moisture damage, resulting in the reported events. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly. As a result of this finding, abbott is performing further investigation.

Event description:
It was reported that the patient presented for in-clinic follow up after experiencing symptoms of bradycardia. The pulse generator was unable to be interrogated. Previous device interrogation from (B)(6) 2019 calculated a projected battery longevity of 8 to 10 years, therefore premature battery depletion was suspected. The device was explanted and replaced. The patient was in stable condition.